Manufacturer narrative:
Medwatch number: mw5080755. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that female patient, who underwent breast implant surgery procedure with mentor medical devices, has developed left-side breast implant rupture which complicated bilateral granuloma. The patient also has experienced left-side seroma. Even though we have not received information regarding explantation date, bilateral removal indicated. No further information is available at this time. Should more information become available, this case will be re-assessed, and notes will be updated. This report is for the right side.

Manufacturer narrative:
Med watch number: (B)(4). Additional information received through med watch indicated that the patient hospitalized. Date of implantation updated to (B)(6) 2006, date of explantation was on (B)(6)2008. Suspect device was mentor silicone. Patient information are as follow: patient initial: l.a. Telephone: (B)(6) address:(B)(6) email address: (B)(6) this report is for the right side. Manufacturer¿s reference number: (B)(4).